Event description:
The patient reported that on the third day wearing this pod her blood glucose reached 38.9 mmol/l (700 mg/dl) and ketones were high. She was hospitalized for one day. She was treated with 3 litres of saline infusion with 3l nacl and got 10 units of novorapid.

Manufacturer narrative:
The device has not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the patient's hyperglycemia and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "if your reading is above 27.8 mmol/l [500 mg/dl], the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia," and advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."